Manufacturer narrative:
510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that she had first obtained high reading on her meter on an unspecified time and day in (B)(6) 2010. She stated that in the morning she had tested her blood glucose and obtained a 190 mg/dl on the lfs meter. At an unspecified time and date after the alleged issue began she began to develop symptoms which consisted of "high blood sugar, tired, loss of concentration and experiencing a headache". Less than 30 minutes later, the patient was tested on the paramedic's meter and obtained a 20 mg/dl. The patient as taken to urgent care and was treated with oral medication. At an unspecified time later, she was tested on another meter and obtained a 220 mg/dl. A quality control test was not done since the patient did not have any control solution. The test strip vial was not cracked or broken. The test strips were also no expired. The product was replaced. The complaint is being reported since the patient alleged that she was treated in the urgent care for a blood glucose reading of 20 mg/dl, while her meter read 190 mg/dl.